Manufacturer narrative:
Please retract report MFR # 2017865-2019-16512. Device pmm2124 is an FDA non-reportable model and was submitted in error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during right ventricular lead replacement procedure the set screw was stripped and not tightening when the new lead was being connected. Pacemaker was exchanged for a new one. Patient condition was stable.